Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgery while using the ophthalmic system, ultrasonic waves were not available at the time of surgery, and a system message was displayed. A message indicating a possible return flow obstruction appeared when attempting to prime the system after replacing the pack. The surgery was completed by replacing the system, and there was no patient harm.